Event description:
It was reported that after a sensor change, the user¿s continuous glucose readings showed a rapid sequence of low values down to 53 mg/dl followed by a rise and subsequent decrease. The user ingested orange juice per standard treatment guidance and was later advised to confirm glucose with a glucometer and to treat lows with 15 grams of carbohydrates and recheck in 15 minutes. Investigation included customer troubleshooting education. Further investigation of this case revealed no confirmed device malfunction and inconclusive cause for the reported low readings. No symptoms associated with low glucose readings. Outcomes included self-treatment with oral carbohydrate and no hospitalization. It was concluded that the event involved reported hypoglycemia with uncertain etiology and no serious injury. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.